Manufacturer narrative:
Visual inspection was performed on the returned device. The reported break in the guide wire was not confirmed. The reported defective appearance was observed as bunched and misaligned coils. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to damage observed prior to use include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpackaging or preparation. The noted scratches in the teflon coating at the location of the reported use of the torque device outside the patient anatomy was likely due to being tight against the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during preparation of the bmw hydro guide wire, it was noted the extremity was torn and seemed defective. Another guide wire was used to continue the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Return device analysis did not confirm the reported torn extremity.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the bmw hydro guide wire, it was noted the extremity was torn and seemed defective. Another guide wire was used to continue the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.